Manufacturer narrative:
(B)(4). Approximate age of device: 10 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to black stools that began on (B)(6) 2017. The patient was on aspirin and warfarin at the time of the event. On admission, the patient¿s hemoglobin level was 5.9 g/dl and the inr was 3.8. The patient was transfused with 2 units of blood, and 3 units of fresh frozen plasma for ¿inr reversal¿. Aspirin and warfarin were held, and an esophagogastroduodenoscopy on (B)(6) 2017 showed gastritis, candida esophagitis and an angiodysplastic lesion in gastric body. The angiodysplastic lesion was treated with argon plasma coagulation (apc). The patient¿s hemoglobin and hematocrit levels remained stable after the procedure. The patient¿s hemoglobin level on discharge was 8.1 g/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.